Manufacturer narrative:
The investigation confirmed that a lower than expected vitros phyt result was reported for a single proficiency fluid tested on a vitros 5600 integrated system. The assignable cause of the event was user error due to inappropriate interpretation of an instrument wash error flag generated by the vitros 5600 instrument. The customer incorrectly assumed the wash error flag was generated because the sample was outside the phyt measuring range. The vitros 5600 instrument operated as intended when the wash error flag was generated. The investigation found no evidence to suggest a malfunction of the vitros 5600 integrated system or vitros phyt reagent.

Event description:
A customer obtained lower than expected results from a proficiency sample using vitros phenytoin (phyt) micro slides on a vitros 5600 integrated system. Proficiency sample result of <0.3 ug/ml vs. The peer target of 5.49 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm as a result of this event. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. (B)(4).